Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify prime fill anomaly and rewind anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had squirted insulin during priming, had unexplained no delivery alarms which necessitating set change, the insulin pump was louder on rewind, had button error alarm in the past. ¿no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.